Event description:
It was reported that when the ventilator is in bilevel ventilation mode, it worked fine. When hooked up to a patient, the ventilator gave a disc/sense alarm and low pressure alarms. The ventilator delivered the first 3 to 5 breaths and then it stopped delivering breaths. The pt was put on a back-up ventilator.

Manufacturer narrative:
Na